Event description:
A low glucose reading issue was reported with the use of an Abbott Diabetes Care (ADC) device. A customer reported receiving unspecified low glucose sensor scan readings and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated by eating jelly babies. It was indicated that the sensor scan reading then changed to 3.1 mmol/L and the customer was "feeling high." Therefore, the customer self-treated with insulin (dose/type unknown) because they thought that they went into a hyperglycemia episode due to the amount of jelly babies they had to take. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.